Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: video assisted thoracic surgery (vats). Clip applier was used during vats, a vessel was bleeding. The surgeon wanted to close the vessel with a clip. The clips don't close and clips slide away from vessel. Additional information received from sales representative by email on (B)(4) 2018: did the clip fully load into the jaws upon actuation? Yes. Was the trigger squeezed "plastic to plastic? The surgeon was not sure did the surgeon fully skeletonize the vessel prior to using the instrument? Or did the surgeon use the instrument to skeletonize tissue? Absolutely, no. Patient status: na.

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed. The event unit met current specifications and there were no visible non-conformances. Based on the condition of the returned unit received from the complainant, as all the returned clips loaded and closed properly, it is likely that the reported event was caused by the user's clip application technique. The instructions for use (IFU) states "excessive twisting or torquing may lead to a malformed clip", "fully compress the trigger against the handle to ensure complete clip formation", and "ensure the clip is secure and completely positioned around the tissue being ligated." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: video assisted thoracic surgery (vats). Clip applier was used during vats, a vessel was bleeding. The surgeon wanted to close the vessel with a clip. The clips don't close and clips slide away from vessel. Additional information received from sales representative by email on 17aug2018: did the clip fully load into the jaws upon actuation? Yes was the trigger squeezed plastic to plastic? The surgeon was not sure did the surgeon fully skeletonize the vessel prior to using the instrument? Or did the surgeon use the instrument to skeletonize tissue? Absolutely, no. Patient status: na.